Event description:
The user facility reported that a psychiatric patient at the hospital ingested cal stat plus. The patient received fluids to dilute the alcohol ingested. The user facility reports the patient is fine with no sustaining injuries.

Manufacturer narrative:
The cal stat plus label states: "for external use only," and "in case of accidental ingestion seek professional assistance or contact poison control center immediately." The cal stat plus dispensers have been relocated to an area in the hospital that is video monitored and visible from the nurses station.